Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed, but found nothing that could have caused or contributed to the reported issue. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The alarm was resolved by cycling power to the homechoice device. There was no patient injury or medical intervention associated with this event. No additional information is available.